Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing (B)(4).

Event description:
It was reported the patient's ipg site was infected and subsequently had her drg system explanted. The patient was admitted to the hospital and received IV antibiotics. Additional information indicated the infection was resolved and the patient is doing well.